Event description:
Reporter noted pt had left eye phaco surgery with pc iol on 4/11/2000. Endophthalmitis noted two weeks post-op. Cultured staph. Epidermidis. Pt sent to retinal specialist; vitrectomy on 4/25/2000, and intraocular antibiotics. Follow-up 5/12/2000: va is 20/100 with gradually resolving hemorrhagic retinitis. Prognosis is listed as fair.